Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. However, it was likely that the phenomenon occurred because the output connector was worn out. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that wear and tear damage caused with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited problems with the socket where the endoscopes are sometimes not recognized. There were no reports of harm.